Event description:
The customer observed falsely elevated total bilirubin assay results generated from alinity c processing module for several patients. The results provided were: sid (B)(6): female: total bili initial=22.2 umol/l /repeated=9.2 umol/l , sid (B)(6): male: total bili initial=24.0 umol/l /repeated=8.4 umol/l , laboratory reference range for total bilirubin=0.0 to 20.5 umol/l , there was no reported impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information.

Manufacturer narrative:
During the requested site visit, the field service representative (fsr) inspected the module, found the cuvette washer overflowing and performed multiple troubleshooting procedures. The fsr determined the leaking tubing, peristaltic head (rohs)(7-202464-01) cause the issue, replaced the part resolved the issue. The instrument alinity c processing module, serial number (B)(6) service history review revealed no additional tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of complaints and trending data associated with the tubing; peristaltic head did not identify an increase in complaint activity. The alinity ci-series operations manual provides adequate information regarding the troubleshooting of erratic/discrepant results. The alinity c service documentation provides adequate information regarding the removal, replacement, and verification of the tubing, peristaltic head. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. Based on the investigation, no product deficiency was identified for the alinity c processing module, serial number (B)(6), or the tubing, peristaltic head.

Event description:
The customer observed falsely elevated total bilirubin assay results generated from alinity c processing module for several patients. The results provided were: (B)(6) 2026 sid (B)(6): female: total bili initial=22.2 umol/l /repeated=9.2 umol/l. Sid (B)(6): male: total bili initial=24.0 umol/l /repeated=8.4 umol/l. Laboratory reference range for total bilirubin=0.0 to 20.5 umol/l. There was no reported impact to patient management.